Event description:
We received an allegation of questionable inr results with coaguchek xs meter serial number (B)(6) compared to a laboratory using an unknown reagent. At 6:16 am, the meter result was 1.9 inr. At 6:58 am, the result from the laboratory was 1.4 inr. On (B)(6) 2023, at 8:53 am, the result from the laboratory was 2.0 inr. At 11:23 am, the meter result was 3.1 inr. The patient's therapeutic range was not provided.

Manufacturer narrative:
The device will not be returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.